Event description:
It was reported to baxter (B)(4) that an infusor lv 5 experienced backflow from the filling port during filling. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection and functional tests were performed. The reported condition of backflow was not confirmed and the root cause could not be determined. A batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported and confirmed problem. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.